Manufacturer narrative:
B3: date of event notification: 23.06.2026. G3: aware date used as date of email communication received from the customer. H3: product analysis: evaluation of the device determined that the malfunction of tool not locking was confirmed. The likely cause of the failure could be broken bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tools were not locking into the attachment. There was no patient involvement. Additional information received upon communication stating that the bearings broke.